Event description:
It has been reported to philips that the desk bracket that holds the touch screen module (tsm) was defective. The report indicated that that there was an injury; however, no further information regarding the alleged defect or harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the philips field service engineer (fse) confirmed that no injury occurred as initially alleged. During maintenance, the touch screen module (tsm) was found with cracked glass and a mechanically loose holder. To resolve the issue, the fse replaced both the tsm and tsm swing arm. After which, the system was confirmed to be operating within specifications and returned to clinical use. At the time this complaint was received, philips did not have enough information to exclude a potential system malfunction causing an injury; therefore, the complaint was initially reported. Following a thorough investigation, it was confirmed that the issue identified without patient involvement, was identifiable prior to procedure commencement and did not result in patient or user injury. Based on the findings, philips concluded that the reported issue would not be likely to cause or contribute to a death or serious injury if it were to recur. As such, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome. (Device) problem code was corrected.